Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a fingerstick glucose of 437 mg/dl, negative ketones, and no device alerts observed; the infusion site was changed and glucose subsequently decreased to 282 mg/dl. Symptoms included hyperglycemia, and the user was asymptomatic otherwise. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.